Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient is scheduled for pocket revision replacement due to weight loss and difficulty charging. The patient described to the physician that the battery may be flipped, but it was unknown if the battery flipped. The device has not been charged and was overdischarged. The patient declined a device reset and stated they wanted a new battery and pocket revision. No further complications were reported.